Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of a ¿revision surgery due to overstuffing¿ could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text : device disposition unknown

Event description:
A retrospective data collection of the radiographic clinical observational study on patients treated at the shoulder with the aequalis perform + shoulder system was conducted to collect safety and efficacy/performance of aequalis perform + shoulder system. It was found that a patient had a revision surgery due to overstuffing 1047 days after the initial surgery. The overstuffing was due to small head resection. The humeral head was exchanged.